Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt ((B)(6)) received her scs system, including an ipg, on (B)(6) 2010. It was reported that the pt's ipg required frequent reprogramming since it appeared that her programs were periodically erased. The issue was allegedly attributed to the pt working in an area with an electromagnetic field. It was reported that at the last reprogramming session, the physician was unable to communicate with the ipg. The physician decided to explant and replace the pt's ipg on (B)(6) 2011. F/u on the pt found that effective stimulation was captured postoperative. No further pt complications were reported.